Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states that he needs a new seal for the door as he thinks it might be leaking.